Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, telemetry issues were noted during interrogation a message appears "wand telemetry only" and is operating very slow. The diagnostics and test results were unable to be printed. No patient symptoms were noted.